Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple inaccurate fill estimates displayed on the insulin gauge with multiple cartridges. It was reported that the insulin gauge displayed an inaccurate fill estimate value of 155 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. There was no impact to the customer's blood glucose levels. . Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.

Manufacturer narrative:
(B)(4).